Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with high blood glucose. Customer's blood glucose was over 1100 mg/dl at the time of admission. The customer also reported possibly experiencing a stroke and was found unconscious by the paramedics. The customer was not wearing the insulin pump at the time the paramedics were called. Customer stated the insulin pump was removed from their body when the paramedics came. The customer also reported repeated displayable history check failed on startup alarms. It was also found the customer had reset alarms and low signal alarms on the insulin pump. Customer's blood glucose was 278 mg/dl at the time of incident. The customer's insulin pump will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.